Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with changing out reservoir. It was noted that the customer was displaying signs of low blood glucose during call. The customer's blood glucose level at the time of incident was 48mg/dl. The customer's most current blood glucose level was 30mg/dl. The customer treated low levels with food. The customer was asked if they felt ok to troubleshoot, and the customer stated they were good to go. The customer soon after stopped responding, and emergency medical services was dispatched to the customer's home. The line was disconnected when the paramedics arrived. The customer was contacted at a later date, and reported that the paramedics had responded to her low blood glucose levels. The customer declined to troubleshoot the device, and states the lows were attributed to a personal error. The customer was advised to call back if issues should ever arise.